Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the right atrial lead was capped and replaced due to fracture on (B)(6) 2021. No patient condition or additional information was reported.